Event description:
A malfunction occurred on the customer's pump, but no notable events were reported before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support (cts) that they would receive a replacement pump with updated software, and a backup therapy of multiple daily injections (mdi) was discussed to ensure insulin delivery continuity. Cts provided instructions for putting the pump into storage mode and facilitated the return process for the malfunctioning pump. Additionally, cts verified and updated the shipping details to send the replacement, and they advised the customer on necessary steps upon receiving the new pump.